Manufacturer narrative:
Article citation: ¿direct hospital cost of outcome pathways in implant-based reconstruction with acellular dermal matrices,¿ ali a. Qureshi, md, kristen broderick, md, susan funk, mba, nancy reaven, mba, marissa m. Tenenbaum, md, and terence m. Myckatyn, md, facs, frcsc, prs global open, 2016 pp. 1-6. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The allegation of contaminated implants cannot be investigated by analysis of the device as the device is not available for return to allergan. Follow up with the author returned that no information was available and further follow up is not possible.

Event description:
Reported event of 5% of 102 patients implanted with allergan tissue expanders alone experienced ¿cellulitis without seroma.¿ the event was found within the journal article, ¿direct hospital cost of outcome pathways in implant-based reconstruction with acellular dermal matrices,¿ in prs global open, 2016 pp. 1-6. The authors indicated that all patients were implanted with ¿textured allergan (allergan medical, (B)(4)) 133mv devices.¿ it is unknown if treatment was provided. The affected side was not provided. As the study was noted to survey ¿two-stage expander reconstruction¿, it is assumed that the devices were explanted.